Event description:
I was hospitalized for a heart cath and stent placement. A device called a femostop was applied incorrectly to my left groin resulting in extreme pain and compression of the femoral nerve. It was left in place for approx 9 hours unattended. There was no bleeding at the site of the incision. I don't know why the device was ever used. At no time was there a doctor present. The procedure was done entirely by the nursing staff. I was unable to walk for over 2 months and even now I can only walk with the aid of a walker for very short distances. I remain in extreme pain.